Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three loading units. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Pmvs visual inspection of the reloads noted that one (1) was prefired and two (2) were fully fired. Pmvs functional evaluation noted that the reload tested satisfactorily. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a total gastrectomy procedure. Upon the second firing for the esophagus resection with the powered handle, the device became unable to fire. The staples jutted out at the proximal end of the recalled reload. Replaced by a second reload and the device worked fine. The status of the patient is no problem.